Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2025, based on the manufacturer became aware of the event. Upon receipt at our quality assurance laboratory, the returned fiber was thoroughly analyzed. There were no defects found on the fiber, no breaks were observed, and the console read that the fiber was used. Microscope inspection found that the tip was degraded due to normal use. During functional testing the console prompted error code 1101, indicative that the fiber may not be used any longer, and to connect a new fiber. A review of the device history record (DHR) confirmed that the fiber met manufacturing specifications prior to release. A review of the device instructions for use (IFU) was performed and stated to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on all available information and device analysis, the reported fiber break cannot be confirmed as there were no damages identified that could have caused or contributed to the reported event.

Event description:
It was reported that this fiber broke during the contact to the scope. The procedure was completed with different device. There were no patient complications.

Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2025, based on the manufacturer became aware of the event.

Event description:
It was reported that this fiber broke during the contact to the scope. The procedure was completed with different device. There were no patient complications.